Event description:
It was reported when the physician positioned the introducer into the pt, blood was leaking from the hemostasis valve. There were no reported consequences to the pt.

Manufacturer narrative:
One braided swartz introducer and dilator were received for eval; the dilator was inserted inside the braided swartz introducer sheath. Blood was visible on the tip, the hub and in the side port inner lumen. There was damage noted to the dilator. Visual inspection revealed a gap in the proximal silicon hemostasis seal (in the hub). Review of the device history record confirmed the following lots met mfg requirements prior to shipment. In conclusion, visual and functional inspection of the returned device revealed a leak at the silicon hemostasis seal in the hub. The hemostasis seal hub was disassembled and both the proximal and distal hemostasis seals had tears near the slit of each seal. Corrective action was initiated to address tears in the hemostasis seals of introducers.